Event description:
The account alleges that the patient's leg became entrapped between the siderail and the bed frame, which caused the patient to nearly fall. The caregiver caught the patient, so there was no injury reported.

Manufacturer narrative:
The technician repaired the pivot tabs, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.